Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00781 (submitted to the FDA via catsweb). This additional regulatory report decision (arrd) has been created to submit additional information related to completion of the complaint investigation. The patient weight was requested but not provided FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 0 days. Manufacturer's investigation conclusion: the reported event could not be confirmed as the device was not available for investigation. It was reported that the yellow markings on the apical cuff were not visible and an audible ¿click¿ was appreciated when cuff lock was inserted; however, the pump could be removed from the apical cuff while the cuff lock mechanism was engaged. The unlock tool was then used to unlock the apical cuff and the cuff lock was retracted, repositioned, and re-engaged. Afterwards, the cuff lock mechanism was tested and felt to be secure. It was reported that the issue did not result in any delays and there was no impact to the patient. The heartmate 3 lvas, serial number (B)(4), remains in use and was not available for evaluation; therefore, the root cause of the reported event could not be determined. The heartmate 3 lvas IFU provides guidance on how to insert the pump into the ventricle and includes steps to ensure proper engagement of the cuff lock. The IFU also addresses having a complete backup system available on-site and in close proximity for use in case of an emergency during the implant process. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during the implant procedure, after the pump was locked into place (evidenced by yellow markings on apical cuff lock not visible and audible "click" of lock appreciated), the surgeon gently pulled up on the pump to test the connection and the pump pulled up off of the apical cuff, still in a locked position. The "t" unlock tool was used to unlock the apical cuff, retracted, repositioned, and locked back into place. The connection was retested by the surgeon and felt to be secure. There were no delay in the procedure nor was there any adverse impact to the patient due to the event. No further information was provided.

Manufacturer narrative:
Additional information.